Event description:
User reported that table dual monitors had no power. No pt involvement or injury.

Manufacturer narrative:
The service rep found a blown fuse to the monitor power supply. The biomed engineer replaced the fuse rather than have ge order one. System is ready to use.